Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.

Manufacturer narrative:
The pump was investigated in the field by a service engineer. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the pump found that the condition of the j9 connector revealed that the internal ribbon cable connection did not meet factory specifications. Per procedure, repair was performed to the internal ribbon cable connection. The pump was retested, and the unit passed all functional testing. A corrective and preventative action has been opened to address the reported issue. Additional information g1 and h6. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.